Event description:
It was reported that the device was alarming and showing occlusion message. Line checked and no visible problem found. The device was swapped out and the remainder of medication dosage was delivered via the replacement device. No adverse patient effects were reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for investigation. The complaint was duplicated. The cause was a damaged(detach) downstream occlusion (dso) seal and defective downstream occlusion (dso) sensor. The dso seal and sensor were replaced to correct the issue and functional tests were performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.